Event description:
It was determined that the event described in manufacturer's report #2182207200501903 was also reported in manufacturer's report #2182207200501905.

Event description:
Difficulty filling the pump was encountered and a pocket fill occurred. The pump is reported to be "quite mobile" and is difficult to access. 18 ccs of lioresal was injected into the pump. It is believed that the pump "went dry" and during the next refill. The reservoir valve locked up during an attempt to refill. Again, the pump was quite mobile. The patient was experiencing increased spasticity and was placed on oral baclofen suspension until the intrathecal drug was anticipated to be infusing into the patient. The patient is reported to have "returned to baseline".